Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to excise the skin for abutment removal. UDI number has been corrected.

Event description:
Per the clinic, the patient had an abutment removed on (B)(6) 2021, due to an infection. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.